Event description:
It was reported that the t-grip lever broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The additional evaluation revealed that the executed examination showed that the t-grip lever broke off. Furthermore, traces of blows were determined on the turning lever, which show that a direct blow occurred. In this connection, we would like to point out in the op-technology, according to which direct blows on the t-piece must be avoided. No product error could be determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.